Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged; however, this did not resolve the issue. Testing confirmed that the patient's device is not functioning. The device was explanted.